Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 15, 2025 with catalog number mcghan 280cc. Based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. .

Event description:
Healthcare professional reported left side rupture confirmed during the explant surgery. Device was explanted.

Event description:
Healthcare professional reported left side rupture confirmed during the explant surgery. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown (rupture was confirmed during the explant surgery).

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture confirmed during the explant surgery. Device was explanted.